Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on an ilet using a steel contact detach infusion set with 23-inch tubing, after which the user removed the device due to high glucose and later reconnected following guidance; blood glucose at contact was 203 mg/dl. Symptoms included hyperglycemia without reported injury. Outcomes included no hospitalization and resolution after a complete supply change with continued monitoring. Investigation included review of alarm history and user troubleshooting education, followed by replacement of the infusion set and successful priming and use. Investigation of this case revealed an infusion line occlusion consistent with an insulin delivery blockage that resolved after the supply change; the exact root cause of the occlusion could not be determined because the removed components were discarded. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set with root cause undetermined.